Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged unexpected battery power loss, rewind anomaly, insulin flow block alarms, and unresponsive keypad found on 31-aug-2021. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. No unexpected power loss alarms/alerts/anomalies noted during testing. No rewind alarms noted during testing. No unexpected insulin flow blocked alarms noted during testing. No keypad anomalies noted during testing. No stuck button alarms noted during testing. Successfully downloaded history files and traces using thus. The following power alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2021 10:25:00.000. This alarm was expected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. The motor was tested outside of the device and passed. No rewind anomaly/alarms found in alarm history screen on event date. No insulin flow block alarms listed in history file on event date. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Pump passes keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿ no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked case (battery tube) and pillowing keypad overlay. Device passed function testing. Unexpected battery power loss not confirmed. No unexpected rewind alarms/alerts and insulin flow block alarms noted during testing. The motor was tested outside of the device and passed. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of insulin pump were hard to press. Insulin pump had asked to change battery more frequently. The insulin pump was slow or loud during rewind. Insulin pump had no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.